Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into connector of the pulse generator. The lead was removed and it was noted that the tip of the lead was damaged. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a complete lead was returned. The insulation was out of specification at 2.714 mm.